Event description:
An optometrist reported patient with stage one diffuse lamellar keratitis (dlk) of the right eye at one day lasik post-operative visit. At the post-operative visit, patient complained of foreign body sensation. Additional information indicated patient's topical steroid dosage was increased. Further follow up with reporter indicated that the reported issue had resolved at six day post-operative visit.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Technical services provided and analyzed the service history which indicates proper and periodic maintenance has been completed. Technical root cause could not be determined as the system was performing within specifications and as intended. The contributing factors could be sterilization of instruments, surgical techniques, pre and post-operative medications. (B)(4).